Event description:
During insertion of the femoral art line the guidewire began to unravel and became stuck in the needle and vessel. Guidewire was withdrawn. Surgeon called to bedside to do a cutdown to retrieve the wire. Incision needed to remove the guidewire from the artery.